Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon was ruptured vertically at the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was in good condition post procedure.